Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 35 closed samples. We have tested the knot pull tensile strength of the closed sample received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.94 kgf in average and 0.92 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that the thread broke on several occasions in the plastic surgery department,when suturing the skin. There has been no harm to the patient or delay in surgery. The MFR-report numbers related are: 3003639970-2023-00347 3003639970-2023-00348 no additional information has been provided.